Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2022, a femoral fracture extending to the distal tip of the primary hip stem was noticed after x-ray and examination. This adverse event was treated by a revision surgery on (B)(6) 2022, in which a polarstem stem std ti/ha 2 non-cem and oxinium fem hd 12/14 36 mm l/+8 were exchanged with a smith & nephew revision hip stem, femoral head, and several cables. Patient's current health status is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that, after a thr surgery was performed on (B)(6) 2022, a femoral fracture extending to the distal tip of the primary hip stem was noticed after x-ray and examination. This adverse event was treated by a revision surgery on (B)(6) 2022, in which a polarstem stem std ti/ha 2 non-cem and oxinium fem hd 12/14 36 mm l/+8 were exchanged with a smith&nephew revision hip stem, femoral head, and several cables. Patient's current health status is unknown. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed no previous complaints for the same batch. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.23, ed 03/21) states "implant component fracture" of the component as a ¿potential medical device problems¿ in combination with the implantation of a hip prosthesis. No clinically sufficient data was provided to perform a medical investigation. Based on the information provided to the complaint, it is not possible to confirm the reported failure mode. A relationship between the reported event and the device cannot be confirmed, the performed investigation do not lead to an accurately determined cause. There is no objective evidence that the reported devices failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.